Event description:
It is reported separation of tubing. Description: nurse covering writer's break went into patient room to correct the air-in-line error on the IV pump. When nurse removed the tubing from the pump channel and attempted to remove air bubbles, the bottom portion of the tubing snapped apart. IV tubing broke off right below blue safety clamp that is inserted into the IV pump. No harm to patient. Patient was saline locked and new IV tubing obtained.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The customer reported the bottom portion of the pump section snapped apart, and returned one sample of material 2426-0007, lot unknown. Upon initial visual examination, the set verified the complaint of separation from the lower fitment of the pump segment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by implementing two new fixtures for the solvent dispenser to aid in application.